Event description:
It was reported that the patient presented to the hospital for device change out due to battery at normal eol. Externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead remains implanted and will be monitored.

Event description:
New information notes the lead was explanted. Patient condition is good.

Manufacturer narrative:
No medwatch form was received.